Event description:
New information states the patient was doing well post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed a hematoma, the atrial lead was explanted and new lead implanted on the right side. No additional information was available.